Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital with an open incision on her back following a pump replacement with ¿just padding and tape.¿ the pump was put on its lowest setting and that didn¿t help. The patient was leaking spinal fluid and the medication in the pain pump. The patient had to have the dressing changed so much that her skin was raw. The outer layer of her skin was gone because of the tape they were using. Follow-up information has been requested to obtain information concerning the nature of the event, the drug delivered by the system, the patient¿s medical history, any diagnostics performed, and the patient¿s outcome. A supplemental report will be submitted if additional information becomes available.